Manufacturer narrative:
Breakdown of 3 events is as follows: cartridge damaged, lens damaged, 1; cosmetic issues, 1; instability of device after implantation, lens damaged, 1. Serial number of the suspect product. Unknown, 1; (B)(4), 1; (B)(4), 1. 2 investigations were completed and 1 is pending for this time period. The breakdown of investigation is as follows: unknown, no product returned; (B)(4), no product returned. PMA/510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Note for serial number (B)(4). The event was initially assessed as voluntary malfunction summary reporting (vmsr) report for the reported lens damage for the reported lens damaged. However, the subsequent information received changed this serial number to a 30 day MDR prior to the vmsr submission. The event is being reported here for lens damage however also in the 30 day medwatch# 2648035-2020-00493 in relation to reported serious injury. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.